Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set packing was prewrapped event on (B)(6) 2024. No further information available.